Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report repeated alarms on the insulin pump. The customer then mentioned that she was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test.